Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the pump time was incorrect, cause was unknown. During troubleshooting with tandem technical support, the malfunction alarm was cleared and the customer corrected the time, resulting in insulin delivery being resumed successfully. It was reported that the customer experienced an elevated blood glucose (bg) level ranging from 341 mg/dl to "high" on the continuous glucose monitor (cgm). A correction bolus was delivered to address bg.